Manufacturer narrative:
H6: investigation summary: material #: 368607. Lot/batch #: 3186630. Bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle tubes leaked blood when switching tubes. Leak occurred during large blood draws at around the 8-10 tube switch, and blood leaked over tops of tubes and pooled inside safety holder.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle tubes leaked blood when switching tubes. Leak occurred during large blood draws at around the 8-10 tube switch, and blood leaked over tops of tubes and pooled inside safety holder.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.